Event description:
It was reported that the patient's right hip was revised due to 2 screws breaking and the cup shifting. The shell, screws, head and liner were revised to another shell with 4 screws, head and liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection: visual inspection of the returned device indicated the shell has damage consistent with implantation/explanation. Material analysis, functional and dimensional inspections could not be performed as given the time spent implanted and explantation, any assessment would be an inaccurate representation of when the device was manufactured. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's right hip was revised due to 2 screws breaking and the cup shifting. Visual inspection of the returned device indicated the shell has damage consistent with implantation/explanation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.